Event description:
It was reported that, during patient use, a ventilator stopped cycling. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A power supply was received for evaluation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to a failure investigation test ventilator (fitv) for analysis. The unit was powered up normally with no errors recorded in the diagnostic logs. Tests and calibrations procedures were run successfully without any errors or alarms. The unit was set into normal ventilation mode for 73 hours. A review of the ventilator diagnostic logs revealed no errors or alarms during that period. After 93 minutes of running, a medium urgency visual and audible alarm indicated a low battery. The ventilator continued to operate for a further 10 minutes and a ¿vent inop¿ alarm message was generated due to loss of battery power. The ac power was reconnected and the unit fully recovered and functioned as intended. The customer reported malfunction was not verified.